Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the force bipolar instrument had a dislocated tip and could not be straightened. The user was completing the procedure as planned with no further issue reported. No fragment fell inside the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not removed with the cannula. There was no increase in port size to remove the instrument. Prior to removing the instrument, the surgeon stated that it was hard to control the wrist. There was no instrument collision and no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The force bipolar instrument was analyzed and found to have one (1) bent grip, causing the jaws to be misaligned. The offset at the tips was 0.65mm. The grips were not found cracked. Further inspection found mechanical indentions and burrs on instrument molded insulator. Additional observation(s) found related to the reported complaint included: the instrument was found with multiple indentations/burrs on the outer face of the instrument molded insulator. There were no pieces missing. Grip tips/other components adjacent to this indented pulley showed damage. Additional observation(s) found unrelated to the reported complaint included: the instrument was found to have a segment of the conductor wire dislodged from the force amplification pulley. A loop of the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged, and the instrument passed the electrical continuity test.

Event description:
Refer to h11 for follow-up information.